Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the needle of a bd insyte¿ autoguard¿ bc shielded IV catheter did not retract. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
H.6. Investigation results: one sample unit was received for evaluation by our quality engineer team. Upon examination, the needle was in the outer position and the activation button was not depressed. The activation button was depressed within the laboratory setting and the needle fully retracted, meeting no resistance. Microscopic examination revealed traces of adhesive at the area inside the grip. The adhesive was indication that the initial needle retraction failure experienced within the clinical setting was related to the manufacturing process. The adhesive valves have been replaced as corrective action. Product quality is evaluated during the manufacturing process with prescribed variable and attribute inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. Device/batch history record review findings: lot 7305661 was built and packaged on afa line 11 on 05nov2017 thru 09nov2017 for the quantity of 396,010ea. Review of DHR revealed all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans. Review disclosed no evidence of the defect as there were no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pr. Sap (qn) database review findings: subject code was an s1 severity ranking. Review was conducted for this MDR-level a investigation; as a result of the review there were no reject activity findings relevant to the defect stated in the pr associated with the lot number provided for this incident. Observations and testing: received one used bd insyte autoguard bc unit without packaging. The unit consisted of the needle/hub assembly with safety shield (barrel). The button was not depressed and the needle was in the out position. There were slight traces of dried media. Visual/microscopic examination: there were no traces of cured adhesive at the area at or between the button and grip that would hinder the retraction. Conducted microscopic examination of the inner wall of the grip and button area: there were traces of cured adhesive at the area inside the grip. The cured adhesive in this location was indication of the initial needle retraction failure experienced in the clinical setting and was evidence that the failure resulting from excessive cured adhesive was manufacturing process related. Performed functional test (needle retraction): depressed the activation button. The button completely depressed and the needle fully retracted with ease, meeting no resistance. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Conclusions: the failure was observed and confirmed with the used unit when evaluated was conducted in the laboratory environment. The retraction failure described in the incident report was caused by cured adhesive at the inner wall of grip which demonstrated incorrect placement of adhesive during manufacturing. The incorrect placement of adhesive disabled the ability of the button to depress and the unit to retract properly in the clinical setting. Corrective action; ccacm803 was initiated to address this known issue. Implementation of efd valves, which have replaced lee valves, was driven by this corrective action. No further formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.